Event description:
It was reported to st. Jude medical that during routine follow-up, the device would not acquire telemetry. Numerous attempts were made to establish telemetry but none were successful. The decision was made to explant the devices.